Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Weight: unk. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens to have no visible damage. (B)(4).